Event description:
The son of a (B)(6) female pt contacted zoll customer support requesting support review his father's download. The download revealed several faults. During the call the pt's monitor displayed service code 204. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation, the trunk cable connector was broken, exposing wires. The cause for the broken connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.